Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to fluid intrusion and subsequent damage to the stimulus output circuit board at the channel one location, this resulted in self-test failures and uncommanded stimulus output. No additional functional testing was performed as the device was returned in a condition that does not allow complete testing. The event which resulted in the physical damage remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a supraventricular tachycardia and accessory pathway ablation procedure the stimulator would not pace from the selected egm channel. The system was restarted but did not pass the self-test upon boot-up and displayed internal communication errors. The self-test issue was resolved and the errors were cleared but pacing from the selected egm channel would start without command with irregular intervals. The procedure was cancelled with no adverse consequences to the patient.